Event description:
A physician was using a mo.ma. Ultra 6f cerebral protection device to treat a lesion in the carotid artery which was described as eccentric with 85% stenosis, moderate tortuosity and moderate calcification. The device was inspected and prepped prior to use with no issues noted. No resistance during insertion or with accessory equipment (.035 supra core wire,9f terumo gc/is). During the procedure the proximal balloon could not be inflated. The balloon did not inflate at all in the common carotid artery. There was no decrease in pressure distal to the balloon. Device was replaced and the procedure completed successfully. Stopcocks were not used during inflation. No patient complication reported. When the device was evaluated by the manufacturing facility, the balloon of the device was noted to be damaged. Device evaluation: traces of radio opaque solution was detected inside the inflation lumens. No direct inflation could be performed due to lumens occluded by dried radio opaque solution. The device was visual inspected and damage was detected on the proximal balloon surface. The balloons were inspected by microscope and a cut was clearly detected along the balloon length. Due to the shape of damage detected, it is reasonable to assume that it was probably due to a scratching of the surface. The distal balloon was inflated by a needle bonded on the distal inflation line and no leakage was detected. No other abnormalities detected on the device. Cine image review: the eca balloon was positioned deeper than 1.5 cm (measured from the ostium into the eca) so the cca proximal balloon had interfered with the stent placement. As a result during balloon inflation, the stent damaged the proximal balloon resulting in deflation.

Manufacturer narrative:
Related to operational context-event most likely procedural related.

Event description:
Cine image review -secondary review the cd of the procedure was re-analyzed and no abnormalities noted as only distal (eca) balloon was showed. No images related to proximal balloon were captured.

Manufacturer narrative:
Evaluation, results: failure to follow instructions - device positioned deeper than recommended; caused by another device - balloon had interfered with the stent placement. Conclusion: another device caused failure - balloon had interfered with the stent placement; user error contributed to event - device positioned deeper than recommended. (B)(4).